Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, and migration of fragments to right ventricle. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided it is not possible to draw a conclusion as to what may have contributed to the reported events. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, and migration of fragments to right ventricle. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The exact event date is unknown. The exact catalog and lot number are unknown. Section b5: the following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due having a history being status post l5 to s1 transforaminal lumbar interbody fusion (tlif) with documented pulmonary embolism (pe). During implantation of the filter via the right common femoral vein, the trapease ivc filter was deployed at the level of l2 vertebral body under fluoroscopic guidance. The patient tolerated the procedure well. Approximately on or about twelve years and two months post implantation of the filter, the patient was admitted to the hospital for chest pain. The patient underwent cardiac catheterization which fluoroscopy showed wires embedded in the heart which were most likely bits of ivc filter support wires that had previously broken off. Appearance suggested that they might be in the right ventricle and were unchanged in location from the previous coronary angiography done three months prior. In addition, this last study showed non-obstructive single-vessel cad and all coronary arteries had ¿slow flow¿ suggesting underlying diffuse endothelial dysfunction. According to the information received in the patient profile from (ppf), approximately on or about twelve years post implantation of the ivc filter the patient became aware of the alleged events and reports to have a fractured filter with fractured filter struts retained in the body in the right ventricle. The patient also reports ivc filter migration to the right ventricle, filter embedded in the heart, and angina/chest pain. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter fractured, and fragmented struts migrated to the right ventricle. According to the information received approximately twelve years post implant of the inferior vena cava (ivc) filter the patient became aware of the alleged events and reports to have a fractured filter with fractured filter struts retained in the body in the right ventricle. The patient also reports migration of the filter to the right ventricle, the filter is embedded in the heart and has experienced angina/chest pain. The indication for the filter implant was status post l5 to s1 transforaminal lumbar interbody fusion (tlif) with documented pulmonary embolism (pe). The filter was placed via the right common femoral vein and deployed at the level of the l2 vertebral body under fluoroscopic guidance. The patient reportedly tolerated the procedure well. Approximately twelve years and two months post implant the patient was admitted to the hospital for chest pain and requested a cardiac catheterization. The catheterization showed wires embedded in the heart which were most likely bits of ivc filter support wires that had previously broken off. Appearance suggested that they might be in the right ventricle and were unchanged in location from the previous coronary angiography done three months prior. The report noted that these metal fragments appear to be stable as compared to prior imaging. In addition, this last study showed non-obstructive single-vessel coronary artery disease and all coronary arteries had ¿slow flow¿ suggesting underlying diffuse endothelial dysfunction. The recommendation was medication for patients with endothelial dysfunction, however the medication was contraindicated due to severe interaction with another medication the patient was already on. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided it is not possible to draw a clinical conclusion as to the cause of the events. Chest pain does not represent a device malfunction and is most likely associated with the patient¿s history of coronary artery disease. Fractured filter fragments embedded in the right ventricle would have a similar sensation to that of a pacemaker lead being implanted in the ventricle. Typically, there is no pain or sensation associated with the implanted and endothelialized tines of the pacemaker leads. With the limited information provided it is not possible to draw a conclusion as to what may have contributed to the reported events. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.